Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product with lot k10250403 0486 to perform failure analysis. The instrument was analyzed and found to have a broken distal grip cable. The product initially reported under MFR number 2955842-2025-41386 supplemental report#1 had lot k10250403 0498, however the product received for evaluation has lot k10250403 0486.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information: issue was identified during a procedure, there was no harm to patient, no fragments fell into patient. The defective instrument lot was k10250403-0498 and version-21.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.